Event description:
A healthcare professional reported a high readings issue with the freestyle libre 2 sensor. It was reported the customer's sensor was reading higher than result from built-in meter, but she self-treated with insulin based on sensor result. The customer subsequently became hypoglycemic and experienced seizure and loss of consciousness. The customer's husband called emergency services, and the customer was treated with glucose infusion. There was no report of death or permanent injury associated with this event. Comparison of 21 mmol/l sensor scan against 3.7 mmol/l from built-in meter, taken earlier on day of event, was provided. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. The issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported a high readings issue with the freestyle libre 2 sensor. It was reported the customer's sensor was reading higher than result from built-in meter, but she self-treated with insulin based on sensor result. The customer subsequently became hypoglycemic and experienced seizure and loss of consciousness. The customer's husband called emergency services, and the customer was treated with glucose infusion. There was no report of death or permanent injury associated with this event. Comparison of 21 mmol/l sensor scan against 3.7 mmol/l from built-in meter, taken earlier on day of event, was provided. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.